Event description:
It was reported that guidewire stuck was experienced with the farawave catheter. After completing the pulsed field ablation (pfa) procedure, upon testing the veins for exit block the physician noticed the wire was stuck inside the catheter. The catheter was removed and troubleshooting was performed. Attempts were made to retract the catheter back into sheath, pushing wire forward, retracting wire, and switching configuration from basket to flower but was unsuccessful. There was no patient complications. The catheter is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.